Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported the loss of a diagnostic live image. No patient or user injury was reported.